Event description:
It was reported that during a lap cholecystectomy procedure, the clip dropped after the first firing. There was no adverse consequences to the pt. One device will be returned.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good condition. The instrument was cycled and fed the clips within mfg requirements. The clip form was within mfg requirements. The instrument was fully functional and conforming to mfg requirements.